Manufacturer narrative:
(B)(4). Product evaluation do not apply since customer did not complained about product performance. Replacement not needed at this time. Product problem not indicated. The complaint is related to improper use of device; unable to determine the most likely underlying root cause of malfunction. Customer was advise to seek medical attention and she declined. Manufacturer contacted customer (several attempts) in follow-up calls in order to ensure the customer's condition since the initial call - limited contact with the customer at this time - customer answered once and stated she is fine and call dropped.

Event description:
Consumer reported complaint for swallowing a strip in her water. The customer is concerned with whether or not the strip was toxic. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is unknown. The meter memory was not reviewed for previous test result history. Customer was advised, according to safety data sheet, to wash her mouth and seek medical attention. Customer stated that she did not have a doctor and was not going to doctor's office and or go to emergency room. She wanted to know if it was toxic and wanted to stay home.